Event description:
A malfunction was reported by the customer, identified with malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. The customer, assisted by technical support, successfully reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to report back if the issue reappeared.